Event description:
It was reported that the 6800 system had an error message and locked up at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The single board computer was replaced during the svc call. The system was tested and found to be working as intended and put back into svc. This MDR is related to ge healthcare complaint number.